Event description:
Livanova deutschland has received a report that, during maintenance, spark was visible at outlet of the 3t heater cooler. There is no report of any patient/user injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched the customer and could not duplicate the complaint. The voltages inside the unit were checked and found all good. The fse found wires were burned and shorting inside the power plug. So, the fse cut back the affected wires and replaced the power plug with a hospital grade plug (supplied by biomed). After that, the unit was tested and confirmed to be working good also using the safety analyzer. Verified operation per manufacturers specifications and the unit was placed back into service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database revealed that no similar event has been recorded for this device since its installation in 2013. The observed cable damage can lead to conductor strand breakage; therefore, it cannot be ruled out that the electrical shutdown was related to an interrupted current flow caused by damage to the mains cable near the plug. Additionally, the condition of the plug and the nature of the damage are consistent with possible rough handling of the power cable and plug by the user during routine use or maintenance activities. No other specific action was currently deemed necessary. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report.